Event description:
Absorbable staples used to close abdominal incision (exploratory laparotomy) and on pot -op day 3 the incision dehisced. This required add'l medical interventions. We are not positive of the lot number as it occurred 48-72 hours later and packaging no longer available.